Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on the morning of (B)(6) 2017. She stated that she manages her diabetes with oral medication (metformin 500 mg, 9am and 5pm), diet and exercise, and made no changes to her normal diabetes management in response to the issue. The patient reported that directly after the meter issue began she developed symptom of ¿sweating¿, she denies receiving or requiring any treatment for the alleged symptom. During troubleshooting the csr noted the patient did not have any testing supplies to carry out troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.